Event description:
Per provider, they installed the tilt actuator and it wouldn't work at first but them it started to work but made a grinding noise. The joystick was also stating it was moving, when the actuator was actually not moving.